Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) impedance alert triggered for the right ventricular (rv) lead. It was noted that rv bipolar and rvtip to rvcoil impedances have been highly variable showing sudden impedance increases over the programmed impedance threshold. It was also noted that approximately two months ago there was high rv threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is pregnant and not a candidate for any surgical interventions at the time. Therefore, the device was turned off and the patient was placed in a lifevest.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.